Event description:
Meter name: one touch ii. Strip name: lifescan. Meter code: 7. Strip code: 7. Strip storage: unknown. Symptoms: unknown. A patient reported they were hospitalized. Their meter allegedly was inaccurately low. The result on their meter was 78 (no units). The hospital meter was 400 (no units). The time difference between patient's meter and hospital was unknown. Treatment was IV (unknown) and insulin. No further info has been reported.